Event description:
Caller reports that the patient tested approximately 1.8 inr on the reference test and 2.3 inr on the confirmatory test using the same device. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Additional strip lot used: 381a, 2/29/08.